Event description:
The customer reported a non-reproducible, erroneously elevated troponin I (accutni) result, above the acute myocardial infarction (ami) limit, for one patient involving access 2 immunoassay system. The elevated result did not correlate with the patient's clinical presentation and was questioned by the physician. The physician requested the patient sample be redrawn. The sample was redrawn approximately one hour after the original sample. Subsequent testing of the original and second sample recovered lower results, within the normal reference interval. The erroneous result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and inspected the sample in question. There were no signs of fibrin, and the sample appeared to be properly centrifuged. The fse performed high sensitivity system check which passed within specifications. The fse inspected the probes and ultrasonics and no issues were noted. The fse did not note any hardware issues which would have contributed to this event. The unit conformed to the manufacturer's published performance specifications. The customer did not detect any errors in the event log report and system check was within specification during the event. The faxed sample report provided by the customer indicates a second patient had an elevated troponin I (accutni) result. It is unknown if the elevated result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.